Event description:
(B)(4). First period since insertion of device and every period there after have been irregular and include painful cramping. Prior to insertion of device, my periods were every 28 - 30 days lasting 3-4 days and very light. Now periods are very irregular, can be super light or super heavy, can last 2 days or 10 days or skip a month. Have had excessive weight gain (40 pounds) in a short period of time (6 months) with no significant changes in eating or exercise habits. Have made significant changes in last 4 months to both eating and exercise habits with no success in losing the weight. Constantly fatigued all the time. Changes in skin and hair.